Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that he had been getting multiple pump error alarms and had moisture exposure. Customer stated that customer has been off the insulin pump for hours and was not sure what her blood glucose could be. Customer was able to clear the alarm and able to complete insulin pump rewind also completed and passed self test. No information about auto mode was given. The insulin pump will not be returned for analysis.